Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, the heartstring iii proximal seal got stuck in the loading device during loading. A replacement unit was used to complete the procedure. The occurrence date is unknown. The hospital did not report any patient effects. The product is returning.

Manufacturer narrative:
The device has not yet been returned to cardiac surgery for investigation. We will continue to pursue the device being returned to cardiac surgery for investigation with the customer. This issue is being investigated through the maquet CAPA process. A supplemental report will be submitted if additional information is obtained. (B) (4)